Event description:
Patient was received at the interventional lab for an angioplasty procedure of a lesion located in the distal left iliac artery. The length of the lesion was 4mm and the diameter of the vessel was 7mm. The vessel was described as calcified and very tortuous. The info states that the balloon was properly inspected and prepped before use. The physician made access to the patient in the right femoral artery. There was no difficulty accessing the lesion with a guidewire. The balloon was passed over the guidewire to the lesion and upon inflation with a medflator the balloon burst. The balloon was safely removed and another balloon was used to complete the procedure. There was no reported patient injury.